Event description:
The pt underwent cataract surgery with implantation of the crystalens in the right eye (od) in 2007. Three weeks postoperatively, and the patient complained of a gradual decrease in her uncorrected near and distance vision. The physician examined the patient one month later and determined that the lens had shifted superiorly and was inducing myopia and astigmatism. The patient's preoperative manifest refraction was +2.75 sphere (bcva 20/50) and at the same day examination, her manifest refraction had changed to -3.00 + 1.25 x 45 (although the patient's bcva improved 20/20). On three days later, the physician performed a lens exchange and the following month the patient's manifest refraction improved to -1.00 + 0.50 x 30 (bcva was 20/20). The physician reported that the event was due to unknown etiology and that when he explanted the crystalens, the lens and capsular bag were fine. The patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.